Event description:
It was reported that the ilet bionic pancreas displayed a ¿connect cgm¿ alert after the user started a dexcom g7 continuous glucose monitor (cgm), and it was determined that the sensor had not been started on the ilet, consistent with cgm not paired and potential incorrect or missed pairing. No clinical signs, symptoms, or conditions were reported. Outcomes included dosing stops soon with no health impact. User support included troubleshooting and education with the user, review of device setup, and step-by-step guidance to initiate the g7 within the ilet. Investigation of this case revealed that the cgm integration issue was resolved by correctly starting and pairing the g7 sensor in the ilet, confirming user setup error rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user failed or incorrect use related to pairing and setup.